Manufacturer narrative:
A follow up was performed with the customer, and the customer reported that the solenoid valves were replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure sensor autozero failed" error code (1109). The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator displayed a "check vent: machine pressure sensor autozero failed" error code (1109). During troubleshooting, the rse advised the customer to verify the pin alignment of the solenoid valve to the data acquisition (da) board. The customer reported that no issues were observed with the connections. It was reported that the solenoid valves (2 and 4) would need to be replaced. The customer was provided with the part numbers for replacement solenoid valves. Investigation ongoing / resolution pending